Event description:
This pt had a left total knee in 1997 at another facility. Pt has had significant pain since that time. Pt is unable to bear weight secondary to pain. Pt was admitted to this facility for a revision of the total knee. All components were removed and replaced.